Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage, catheter removal difficulty, and stent malposition occurred. The target lesion was located in the very tortuous and calcified distal right coronary artery (rca). After a non bsc guide extension catheter was advanced to provide additional guide catheter support, a 3.00mm x 28mm synergy ii stent was then attempted to deliver. However, it was noted that the proximal edge of the stent was getting banged up by the distal edge of the guide extension catheter. This caused the proximal edge of the stent to be deformed. The physician the pulled back the non bsc guide catheter and attempted to remove the synergy¿, however, resistance was felt. The physician then deployed the stent in the proximal rca to avoid the stent from dislodging from the balloon, although it was not the area he intended to treat. Post dilatation was then performed. No patient complications were reported.